Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was attempted to be removed from the distal common bile duct of a patient, on (B)(6) 2011, as part of the (B)(6). According to the complainant, the patient was diagnosed with chronic pancreatitis in 1999. On (B)(6) 2010, liver function tests were recorded and baseline biliary obstructive symptoms assessed included right upper quadrant pain, fever/chills, jaundice, itching, dark urine, pale stools and nausea/vomiting. A pre-study stent placement cholangiogram revealed a distal biliary stricture. Subsequently, the patient underwent biliary stent placement for the distal biliary stricture. A sphincterotomy was not performed prior to the stent placement; however, it was performed during the study stent placement procedure. A 10 mm x 40 mm wallflex biliary rx fully covered stent was deployed in satisfactory position across the stricture. The patient was treated as an inpatient and was discharged on (B)(6) 2010. On (B)(6) 2011, the patient underwent a per-protocol removal of their study stent. A pre-study stent removal cholangiogram revealed that the stent had migrated and there was evidence of a recurrent stricture. Attempts to obtain further information regarding the circumstances surrounding the per-protocol study stent removal have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted. Additional information received since (B)(4) 2012. The migration was noted to be a partial distal migration of less than 1 cm. On (B)(6) 2011, post study stent removal, the patient underwent endoscopic intervention to treat a recurrent stricture and a new stent was placed. No further issues were noted. Additional information received since (B)(6) 2012. It was reported that the stent was difficult to remove at the per-protocol removal visit on (B)(6) 2011.

Manufacturer narrative:
(B)(4) for the reported issue of stent migrated. Study source: (B)(4). Foreign source: (B)(4). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was attempted to be removed from the distal common bile duct of a patient, on (B)(6) 2011, as part of the (B)(4) clinical trial. According to the complainant, the patient was diagnosed with chronic pancreatitis in 1999. On (B)(6) 2010, liver function tests were recorded and baseline biliary obstructive symptoms assessed included right upper quadrant pain, fever/chills, jaundice, itching, dark urine, pale stools and nausea/vomiting. A pre-study stent placement cholangiogram revealed a distal biliary stricture. Subsequently, the patient underwent biliary stent placement for the distal biliary stricture. A sphincterotomy was not performed prior to the stent placement; however, it was performed during the study stent placement procedure. A 10 mm x 40 mm wallflex biliary rx fully covered stent was deployed in satisfactory position across the stricture. The patient was treated as an inpatient and was discharged on (B)(6) 2010. On (B)(6) 2011, the patient underwent a per-protocol removal of their study stent. A pre-study stent removal cholangiogram revealed that the stent had migrated and there was evidence of a recurrent stricture. Attempts to obtain further information regarding the circumstances surrounding the per-protocol study stent removal have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was attempted to be removed from the distal common bile duct of a patient, on (B)(6), 2011, as part of the e7016 wallflex biliary fc benign stricture study clinical trial. According to the complainant, the patient was diagnosed with chronic pancreatitis in 1999. On (B)(6), 2010, liver function tests were recorded and baseline biliary obstructive symptoms assessed included right upper quadrant pain, fever/chills, jaundice, itching, dark urine, pale stools and nausea/vomiting. A pre-study stent placement cholangiogram revealed a distal biliary stricture. Subsequently, the patient underwent biliary stent placement for the distal biliary stricture. A sphincterotomy was not performed prior to the stent placement; however, it was performed during the study stent placement procedure. A 10 mm x 40 mm wallflex biliary rx fully covered stent was deployed in satisfactory position across the stricture. The patient was treated as an inpatient and was discharged on (B)(6), 2010. On (B)(6), 2011, the patient underwent a per-protocol removal of their study stent. A pre-study stent removal cholangiogram revealed that the stent had migrated and there was evidence of a recurrent stricture. Attempts to obtain further information regarding the circumstances surrounding the per-protocol study stent removal have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted. Additional information received since (B)(6), 2012. The migration was noted to be a partial distal migration of less than 1cm. On (B)(6), 2011, post study stent removal, the patient underwent endoscopic intervention to treat a recurrent stricture and a new stent was placed. No further issues were noted.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Study source: (B)(6) clinical trial. Foreign source: (B)(6). The product was not returned; therefore, a failure analysis could not be completed. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and, from the information available, this device was used per the boston scientific wallflex biliary fc benign stricture study protocol. The investigation concluded that the most probable root cause classification is anticipated procedural complication as stent migration is listed in the directions for use as a potential complication associated with the use of this device.